Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Stored electrogram revealed that the implantable cardioverter defibrillator exhibited far field p-wave oversensing on the ventricular lead. No lead noise was noted. The patient did not receive inappropriate therapy. Programming changes were discussed but the physician declined to make any programming changes. The patient will be monitored and will be re-evaluated subsequently. The patient was in a stable condition.